Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator uim display is very dim and shakes. The ventilator is also shaking and is noisy. The customer stated there was no patient involvement.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and confirmed the problem reported by the customer. The fsr determined the compressor was faulty and it was replaced. The extended systems test (est) and the operator verification procedure (ovp) was performed and all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated. It was noted there was rust on the shaft and two bearings had seized onto the shaft. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.